Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The user noted the pump dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed a history of a related alarm. No related or unrelated alarms were emitted during investigation. The force sensor was found to be calibrated within specification. Inspection of the pump¿s internal components revealed no damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.